Event description:
Patients home health nurse is currently at the patient¿s house for day 1 infusion. Registered nurse stated the curlin pump keeps giving an error of air in the line. Registered nurse tried to resolve the error by multiple different methods including changing/replacing the tubing, re-priming the line with ns flushes, changing pump batteries. None of these resolved the issue and pump kept stating air in the line, even though registered nurse confirmed no air in line present. Registered nurse stated patient has been switched over to gravity and completing the infusion now. Registered nurse confirmed no missed dose, and patient had no adverse effects from faulty pump. Registered nurse confirmed the faulty pump is in possession and can be sent back to (B)(6). Replacement pump being sent. No further information to provide at this time.